Event description:
A slide show was presented by a vns physician titled (B)(6). The slide show listed complications as infection: five explanted, cardiac - one asystole, and chest infection. It was also noted that 29 deaths occurred of which 27 had the vns programmed on. It was reported that 10 deaths were epilepsy related (3 unclassified, 5 definite sudep, 2 probable sudep), 17 were not epilepsy-related and 2 were unclear if epilepsy-related. It was also noted that there were 2 patients who experienced an increase in seizures with vns therapy. One patient experienced a <50% increase and the second a >50% increase. This MFR. Report houses one of the reported five infections requiring explant. The relationship of the infection to vns is unknown. Attempts to obtain additional information will be made, but no information has been received to date. The four additional infections requiring explant were reported in MFR. Report #s: 1644487-2012-01457, 1644487-2011-01043, 1644487-2011-01059, 1644487-2014-00144. The chest infection was reported in MFR. Report #: 1644487-2011-02045. The 29 deaths were reported in MFR. Report #s: 1644487-2010-02571, 1644487-2014-00147, 1644487-2014-00148, 1644487-2014-00149, 1644487-2014-00150, 1644487-2014-00151, 1644487-2014-00152, 1644487-2014-00153, 1644487-2014-00154, 1644487-2014-00155, 1644487-2014-00156, 1644487-2014-00157, 1644487-2014-00158, 1644487-2014-00159, 1644487-2014-00160, 1644487-2014-00161, 1644487-2014-00162, 1644487-2014-00163, 1644487-2014-00164, 1644487-2014-00165, 1644487-2014-00166, 1644487-2014-00167, 1644487-2014-00168, 1644487-2014-00169, 1644487-2014-00170, 1644487-2014-00171, 1644487-2014-00172, 1644487-2014-00173, 1644487-2014-00174. The asystole was reported in MFR. Report #: 1644487-2014-00145. The two increase in seizures were reported in MFR. Report #: 1644487-2014-00190, 1644487-2014-00191.

Manufacturer narrative:
.